Manufacturer narrative:
Unit received with operating currents within spec and passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test, dat test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with minor scratched display window, case and keypad overlay. Unit received without battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was a sudden cardiac arrest. The caller stated that the customer had side effects of diabetes, lost the lower part of one leg, cardiac issues, and severe neuropathy that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The customer's pump was alarming on the night they passed, and that's what made their spouse notice the cardiac arrest. The caller agreed to return the insulin pump for analysis but declined further contact.